Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the cardioplegia volume tracking did not work. The device was not changed out and the case was completed without tracking. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The field service representative (fsr) discovered all four roller heads had been set to "rpm". This fsr noted that the roller head had been set to "rpm" during inspection by another source. The fsr explained to the user facility's biomedical engineer and perfusionist that volume tracking will not work with "rpm" selected. The perfusionist confirmed the cardioplegia pump should be "s4:1" so the fsr set to s4:1 and confirmed the volume tracking worked. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.